Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming and histories were accurate. In addition, the lead screw rotated but the insulin did not exit.